Manufacturer narrative:
Head right siderail.

Event description:
It was reported by service report that the patient head right siderail is not locking into position. No patient involvement or adverse consequences were reported.